Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 4.00 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and evidence of partial expansion. Proximal stent struts were flared and expanded. Distal stent struts damaged and expanded. The undamaged mid crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement. The balloon was found to be partially inflated. The proximal and distal balloon cones appeared to have been inflated. The mind balloon section had not appeared to be inflated. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during procedure it was noted that the stent distal edge got flared. No fragment was remained in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. It was further reported that no positive pressure was applied to the device.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A 4.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion. However, during procedure it was noted that the stent distal edge got flared. No fragment was remained in the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.